Event description:
It was reported that pt has an open cavity in the ear concerned. Recently the pt underwent, as he had an infection followed by a conductor link extrusion. The pt felt an itch, scratched his ear and touched the conductor link. Then he reported to no longer having any access to sound with his vibrant soundbridge. When the health professional checked the pt's cavity he found the conductor link damaged. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up repot.